Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation and reported patient effect; however, the reported treatment appears to be related to circumstances of the procedure. The reported device expiration issue appears to be related to the use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, it was reported that the graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of 19-july-2014 with an expiration date (use by date) of 30-june-2016. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2016. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other rx graftmaster devices referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the patient presented with a perforation with extravasation in the proximal and mid left anterior descending (lad) coronary artery. An expired 4.5x16 rx graftmaster covered stent was implanted in the proximal lad perforation, but the perforation did not seal. While it was unable to be determined whether there was perforation or arterio-venous fistula (avf) in the mid lad, there was persistent accumulation of pericardial effusion. Thus, a 4.0x16 rx graftmaster covered stent was then implanted in the mid lad, however, the perforation or avf did not seal. A 3.5x16 rx graftmaster was then implanted in the proximal lad, but the perforation did not seal and residual leak persisted proximally. Reportedly, use of each graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.